Event description:
It was reported that before a radical prostatectomy procedure, the physician was unable to balance the left or right camera controller unit (ccu). While under anesthesia, the patient's incisions were closed. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error experienced by the customer was associated with the right camera controller unit (ccu). The system was repaired by replacing the affected ccu. As of may 14, 2007, there have been no reported recurrences of the issue at this hospital.